Manufacturer narrative:
Device history record for lot reported was reviewed and no issues were observed. Sample has not been received for evaluation.

Event description:
Fp7 was implanted, a day later it was explanted. It didn't work and later on the doctor said the valve was flowing too much liquid so he removed it and he implanted another fp7 and the new one is working fine

Manufacturer narrative:
Customer indicated valve was implanted on (B)(6) 2016 and explanted on (B)(6) 2016, provided more detailed patient information and returned explanted valve. Returned unit was tested under simulated conditions and it maintained pressure between 5 and 21 mmhg over an hour. The issue reported could not be confirmed as the unit performed as expected during testing.

Event description:
Fp7 was implanted, a day later it was explanted. It didn't work and later on the doctor said the valve was flowing too much liquid so he removed it and he implanted another fp7 and the new one is working fine.